Event description:
It was reported that during a lap chole procedure, the jaws were clamped down on the tissue for the first firing, but it would not release. The surgeon pryed the handles apart causing a malformed clip. A competitor's device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 12/04/2008. Info anticipated, but unavailable at this time.